Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the lead dislodged. During the repositioning, the screw became stuck in the edge of the vena cava (vc) resulting in a perforation. The screw was retracted and the lead was repositioned. The lead remains in use. No further patient complications have been reported as a result of this event.